Event description:
It was reported the following event occurred during a matrix spine procedure. The matrix threaded holding sleeve did not connect to the screw correctly and when seated the screw appeared to be crooked. The threads on the sleeve appeared misshaped. After locking the set screws down the surgeon reviewed the screw position and determined that some of the screws needed to be repositioned. While attempting to remove the cranial-most screw on right t11, part number 04.632.650, the locking screw would not loosen, even with using the torque limiting handle according to the technique guide. The locking cap seemed to be cold-fused. After unsuccessfully trying to loosen the cap for 10 minutes the surgeon had to cut the rod and helicopter the screw out of the patient to remove the screws below. The screw was then replaced and the surgeon completed the surgery. During the attempted removal of the locking cap, the tip of the driver became bent. The surgery was delayed by 20 minutes due to the complaint event. It was reported that the fracture was successfully reduced and the patient's outcome was good. This report is for the t-handle t25 stardrive shaft f/matrix-long. This report is 2 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient case # (B)(6). A review of the device history records was performed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
A review of the device history records was reported on the initial medwatch but method code 3317 was inadvertently omitted. The complaint product was visually evaluated upon receipt and it was observed that the shaft component exhibits wear with the stardrive feature with deformed and twisted splines. There was noted discoloration overall; however, etch was legible. Extensive wear and stardrive deformity prevented full evaluation of the item. This complaint is indeterminate from a manufacturing standpoint due to the surface condition of the item.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development evaluation states that the matrix spine system includes a long t-handle t25 driver (03.632.074) to insert pedicle screws and locking caps (04.632.000). This instrument is not intended for locking cap final tightening or loosening. The associated drawings (03_632_004 rev c and 03_632_004_1 rev e) were reviewed. The drawings detail the appropriate dimensions, material (x15tn), driver profile (es0182), and finishing processes for a successful t25 driver. A shear calculation 2.8mm from the distal tip shows the tip yielding at 12 nm ¿ clinically acceptable for inserting screws and locking caps. The driver yielded and stripped due to excessive torque when removing a locking cap. According to the technique guide, this instrument is not intended to remove locking caps. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.